Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the lot record was not possible as lot number was not provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up. Code for he clinical code chosen was (B)(4) as there was no other feasible code for "embolization".

Event description:
It was reported that a celt acd device was used to attempt to close a puncture in the femoral artery. However, it was noticed bleeding was present after the device delivery system was removed and manual pressure was applied. Haemostasis was achieved by means of this manual pressure. An x-ray fluoroscopy revealed that the celt implant was in a branch of the profunda femoris artery. A clinical assessment was made of the patient and there was no evidence of vascular circulation compromise of the leg and the leg pulses were normal and there was no evidence of ischemia. The implant was not removed from the patient. Patient was discharged without incident.